Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient's energy usage fluctuates throughout the day and was depleting the battery. Rep discussed with patient how to turn the stimulation down before turning it back on so it is not so high when it gets turned back on again. The charging too often, battery depletion and stimulation issues have been resolved. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non malignant pain. T was reported that patient is charging too often. Patient stated they are having to charge twice a day. Advised rep to check the patient's actual charge diary. Patient energy usage shows that expected recharge interval should be 1.2 days. Rep stated the patient ins depletes and eventually turns stim back on is stronger than she would like it to be. Reviewed softstart/ stop and rep noted it is at 8 seconds. Advised patient can turn stim down before turning it back on in these instances. No further patient symptoms or complications were reported in this event.